Event description:
The customer reported a ventilator power supply is bad after testing the unit and was not charging the battery. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported. The device was evaluated by the customer and a philips remote service engineer (rse). The customer confirmed the reported issue and reported that they had replaced the power cord and are still getting the same result. The rse advised the customer that they may need to replace the power supply and provided the part identification number. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was evaluated by the customer and a philips remote service engineer (rse). The customer confirmed the reported issue and reported that they had replaced the power cord and are still getting the same result. The customer reported that he ultimately found that the v60 was not charging due to a defective power supply. The rse advised the customer that they may need to replace the power supply and provided the part identification number. Moreover, the customer reported to have replaced the power supply and the battery. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomaly was reported. Although requested, the defective parts were not received at this time. A supplemental report will be submitted if the part is received and evaluated.